Event description:
Complainant alleged that during patient use, when the autopulse resuscitation system was utilized with a nimh battery (s/n (B)(4)), it performed compressions for two minutes or less. The battery was then replaced with a spare (s/n (B)(4)); however, this battery immediately did not work. The crew reverted to manual CPR (exact length of time is unknown). The patient outcome is unknown, as the crew left the emergency room while CPR was still being performed on the patient. No adverse patient sequelae was reported. No further information is available.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: #3003793491-2014-00034 for autopulse resuscitation system model 100 s/n (B)(4); #3003793491-2014-00036 for autopulse nimh battery with sn (B)(4).